Manufacturer narrative:
Pending evaluation from factory on retained samples for random lots. Sample not returned.

Event description:
Pt 1: patient cannot use nipro needles, had existing buttonhole site ruined from nipro needles, per physician patient is to be switched back to medisystems. 10/13/15: per the field administrator the patient's buttonhole track was unable to be used anymore as of (B)(6) 2015. The patient had to create a new buttonhole site and since then the patient has been using the medisystem dull needle without any further issues. Per the field administrator no hospitalization, no medical interventions were necessary.

Manufacturer narrative:
Pending evaluation from factory on retained samples for random lots. Sample not returned.

Event description:
Patient cannot use nipro needles, had existing buttonhole site ruined from nipro needles, per physician patient is to be switched back to medisystems. 10/13/2015: per the field administrator, the patient's buttonhole track was unable to be used anymore as of (B)(6) 2015. The patient had to create a new buttonhole site and since then the patient has been using the medisystem dull needle without any further issues. Per the field administrator, no hospitalization, no medical interventions were necessary.